Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced and the issue could not be confirmed; the device was found to meet specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device had a broken connection, and displayed no image during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings are as follows: the leak test failed; there was leaking at the distal end slam between the plastic distal end cover and the distal end; and the image was dark. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.